Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were moderate to large sized air bubbles in the luer lock. The customer's blood glucose level was 198 mg/dl and it was addressed with a bolus via the pump. The customer successfully primed the air bubbles out at the time of the report. A follow up with the customer indicated that air bubbles were seen in the luer lock again. Recommendation was made to prime the tubing until air is removed.